Event description:
It was reported the pt experienced pain at the ipg pocket site. The pt indicated she feels pain regardless of whether stimulation is in use or not. The pt indicated she went to the ER but the physicians were unable to determine the cause of discomfort. Further follow-up indicated, the pt reported the pain and discomfort has subsided. The pt was also reprogrammed to satisfactory stimulation coverage. The pt has been recommended to inform the physician if symptoms start to appear again.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.